Event description:
The customer reported that the cord melted and has a hole and exposed wires. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer indicated that she noticed the smell of burnt plastic and when she looked at the cord the heat melted the plastic on the cord, which exposed wires in the cord. She indicated that on the cord directly below the power adapter and the stiff plastic triangle is where the melting had occurred. At the time the issue occurred the transformer was plugged into a power safety strip along with a home computer on the same strip. The customer does not wrap the cord around the transformer housing, nor does she pull the power adapter out of the outlet by the cord. There was not a breach in the transformer housing or any report of injury. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. The customer stated that she would send the original product, however, as the date of this report the product was not received by medela. Should the original product be received and evaluated and any new information obtained, the file will be updated accordingly.